Event description:
Supplemental report submitted due to investigation completed on 05 jun 2025. Additional information received on 16 feb 2025. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Not answered a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7. Please describe the size of the intended target site. 2cm. 8. If not with the device in question, how was the procedure performed and/or finished? With another deivce. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus ultrasound endoscope. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not answered.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 05-jun-2025. Investigation - evaluation: device evaluation: (B)(4) unit of lot c2180237 of echo-19 was returned for evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 30 jan 2025. Visual inspection: device returned without stylet. Device returned with approx. 4.1cm of needle advanced outside the distal tip of sheath. Functional inspection: sheath extender able to advance and retract without issue. Attempted to advance needle handle but was only able to advance to position 4. Needle handle retracted to position 0 but needle did not retract into sheath. Needle removed from device and needle observed to be broken just below sheath extender. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2180237 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined, as the circumstances of use cannot be fully replicated in the laboratory. However, a possible root cause could be attributed to excessive force applied while retracting the needle after the first puncture. This may have caused the needle to break below the sheath extender, as observed during the lab evaluation. As a result, the needle did not retract into the sheath even after the needle handle was retracted to position 0. This observation aligns with the complaint description: ¿user opened the device package, advanced the device through the endoscope, successfully completed one puncture, but found that the needle could not be retracted into the sheath.¿ corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to excessive force applied while retracting the needle after the first puncture. This may have caused the needle to break below the sheath extender, as observed during the lab evaluation. As a result, the needle did not retract into the sheath even after the needle handle was retracted to position 0. Complaint is confirmed based on visual and/or functional inspection.

Event description:
User opened the device package and advanced the device down into endoscope and successfully completed one puncture, but found out the needle cannot be retracted into sheath. User changed to another new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.